Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose up to 500 mg/dl. The customer also reported that they found that the cannula was bent. The customer reported that they were having high blood glucose of 496 mg/dl at the time of incident and was treated with manual injection. The customer declined to troubleshoot for the issue. The insulin pump was returned for analysis.